Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it didn't break, but it separated prematurely from the device. It deployed prematurely preventing the normal recapture to reposition it.

Manufacturer narrative:
Product analysis #291726448:equipment used: video inspection system (m-78210), ruler 200cm (m-83361) drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the pipeline flex shield and phenom 27 micro catheter were returned for analysis within as hipping box; and within a plastic pouch. The pipeline flex shield embolization device was returned outside the phenom 27 catheter. Damage location details: no bent or kink was found with pushwire. No break or separation was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker. However, the proximal tip coil was found to be stretched. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex shield braid were found fully opened and moderately frayed. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be kinked at ~55.8cm from distal end. The phenom 27 catheter tip and marker were examined; and no damages were found. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the phenom 27 micro catheter hub and catheter lumen without issues however, resistance was observed at the damaged location. ¿conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 catheter were confirmed to have resistance during delivery. The pipeline flex shield pushwire and the phenom catheter were found to be damaged. From the damages seen on the catheter body (bending), pipeline flex shield braid (fraying) and tip coil (stretching); it is likely high force used during the delivery. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. It is likely that patient tortuous anatomy during delivery may have contributed to the reported issues. However, based on the analysis findings, the pipeline flex shield could not be confirmed to have pushwire break/separation as no break/separation was found with pushwire. (Nikkhs2 2023-08-01) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline experienced resistance in the distal segment of the phenom 27 microcatheter and the pushwire detached. The patient was undergoing treatment for a small, unruptured, fusiform aneurysm at the level of the distal third of the a1 segment of the right anterior cerebral artery. It was directed upwards and measured approximately 6 mm x 4 mm with a wide neck. The landing zone was 2.2mm distal and 2.7mm proximal. The patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered (clopidogrel + aas). The access vessel was 6fr. It was reported that during the push of the pipeline inside the microcatheter, greater resistance than usual was perceived. Given the anatomical curves of the carotid artery (loop 360), it was complex to raise this prosthesis to a2 position. At the time of starting the push and deployment of the pipeline device, detachment of the device's push guide was observed, which prevented correct release leaving 50% of the device deployed in the distal portion and part inside the aneurysm. The recommended deployment maneuvers were performed in this situation, but the device ended up positioning its distal end inside the aneurysm. It was decided to remove the entire system. During the recovery or recapture maneuver of the stent to try to reposition it, it was observed that the push guide was inserted inside the device in an unusual way. There was no damage to the catheter, but the pipeline pushwire came off in the distal section. A continuous flush had been administered. A new microcatheter and pipeline were implanted without major inconvenience. The replacement pipeline did not experience greater resistance inside the microcatheter during advancement. Postoperative superselective angiographies were performed, observing changes in intra-aneurysmal flow, correct vessel repair, and not observing alterations in the territory of the anterior and middle cerebral arteries. The patient did not experience any injury, complications, additional medical/surgical intervention, or extended hospitalization. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a 6fr shuttle sheath and a 6fr navien guide catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.